Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported they were attacked by a dog on (B)(6) 2020 and fell and hit their head and could no longer feel stimulation after that. Pt stated that they haven't attempted to use their programmer in a long time because they moved and it was packed in boxes so today they tried to use the programmer and poor communication appeared on the programmer. The patient was redirected to their healthcare provider to further address the issue. Pt also mentioned that when they were implanted they were told the implant battery would only last about 5 years and they've had it for 8 years now. Pt stated they need an MRI of their head due to injury from being attacked by the dog.